Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was functionally tested including power cycles with test batteries and aux separately and together, hot swapping batteries with and without aux, and performing general defib functions while bench handling with no faults found. Internal inspection resulted in no findings. The monitor board and dock connectors will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.